Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 43mg/dl to 48 mg/dl. Reportedly, customer required assistance to treat bg level. No additional information was available regarding the reported issue.